Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room (ER) after experiencing dizziness and syncope. The field representative provided this patient is dependent and the output was below the threshold. Thresholds were reprogrammed but this did not resolve the issue. Subsequently, this rv lead was surgically abandoned. Another rv lead was implanted to complete this procedure. Additional information from the field representative confirmed rv loss of capture was observed when the patient presented to the ER. In addition, the patient was bradycardic. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room after experiencing dizziness and syncope. The field representative provided this patient is dependent and the output was below the threshold. Thresholds were reprogrammed but this did not resolve the issue. Subsequently, this rv lead was surgically abandoned. Another rv lead was implanted to complete this procedure. No additional adverse patient effects were reported.